Manufacturer narrative:
Device received with intermittent button response due to moisture damage to the keypad traces noted. Device passed displacement test and self test. Pump passed self test, off no power test and all operating currents tested within the specific range. No frozen screen were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and freezing the screen. The customer¿s blood glucose level was unknown. Customer stated that the all buttons effected. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.